Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had early non-physiologic signs of lead performance degradation. Boston scientific technical services (ts) advised considering all due diligence on the lead to include device-based lead testing at a time of in-person evaluation, and serial impedances with constant electrogram (egm) observation while having the patient perform isometric maneuvers, pocket manipulation, as well as arm movements. To date, this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had early non-physiologic signs of lead performance degradation. Boston scientific technical services (ts) advised considering all due diligence on the lead to include device-based lead testing at a time of in-person evaluation, and serial impedances with constant electrogram (egm) observation while having the patient perform isometric maneuvers, pocket manipulation, as well as arm movements. In addition, this (rv) lead exhibited low out-of-range pacing impedance measurements which triggered a lead safety switch (lss) to unipolar mode. Noise was also observed. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.